Event description:
The customer stated that she performed control tests and rec'd a result of 400 mg/dl. The normal control range was 99-137 mg/dl. No adverse events were alleged. The call was disconnected while the customer was preparing to troubleshoot the meter and test strips. The test strips were returned for eval and replacement test strips were sent to the customer.

Manufacturer narrative:
The qa lab found the returned reagent to read an average of 241 mg/dl high, out of spec. Performance was satisfactory using iqa retention reagent.